Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient, who's undergone primary breast augmentation with two 600cc mentor memorygel breast implants, suffered bilateral breast capsular contractures (baker grade iii-IV on the left and baker grade IV on the right), post-procedure. As a result, the patient underwent revision surgery on (B)(6) 2021. During the surgery, it was discovered that both the left and right breast implants were also ruptured. Subsequently, the implants were removed and replaced with the following devices: (left) 400cc mentor memorygel breast implant catalog: 3504001bc lot: 7643656 sn: (B)(4) and (right) 400cc mentor memorygel breast implant catalog: 3504001bc lot: 7700698 sn: (B)(4). This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On may 10, 2021, mentor became aware that "2. Is report source consumer" was erroneously selected as the report source. The correct source has been selected as "2. Is report source health professional." Manufacturer¿s reference number: (B)(4) correct report source has been selected as "2. Is report source health professional."

Manufacturer narrative:
On may 21, 2021, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 14, 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the gel siltex mod-rnd 600cc breast implant had an area of siltex cracking on the posterior view. In addition, a tear was noted within the siltex cracking, measuring approximately 0.5 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).